Event description:
It was reported split PICC which occurred (B)(6) 2021. No damage has been reported to staff or patient. The PICC was removed & another PICC was placed. PICC was used with a securement device. Additional information: the reported fracture occurred "at the wings of the PICC" on (B)(6) 2021. The PICC was inserted on the right side for chemotherapy infusions on (B)(6) 2021. The insertion length was 44cm. The PICC was secured with a statlock. The complainant did not know the length of the catheter removed. There was no delay in treatment as a result of the event."

Event description:
The complaint is a ¿split PICC¿, which occurred (B)(6) 2021. No damage has been reported to staff or patient. The PICC was removed & another bd PICC was placed. PICC was 4fr powerpicc solo. Securacath was used as a securement device with this PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Curved shape memory was observed along the length of the catheter. A partially circumferential split was observed just distal of the molded joint. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. The split edges curved inward. Material buckling, wear and discoloration were observed in the vicinity of the split. The split characteristics were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as kinking cause a fracture to gradually form and propagate in the catheter material. The location of the damage suggested that catheter securement technique may have contributed. The event description also indicated that securacath was used to secure the catheter. Use of catheter stabilization devices that compress the catheter shaft is not recommended, as that compression may cause or contribute to catheter damage.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported split PICC which occurred (B)(6) 2021. No damage has been reported to staff or patient. The PICC was removed & another PICC was placed. PICC was used with a securement device.